Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to e1 establishment name new information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes and no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, foreign material remaining in the scope was confirmed, but the type of foreign material was unknown. The foreign material was possibly not removed because reprocessing was not conducted properly due to leakage from the forceps elevator; however, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope jet tube, air/water tube and cylinder had whitish foreign material. There were no reports of patient involvement.